Event description:
It was additionally reported that there was no patient involvement.

Event description:
It was reported that the cadd legacy pump displayed an error message. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump was in fair condition. The pump appears slightly worn and the lens has cracks. Event log shows service due message on 10/2/2017. Use testing was performed. The customer complaint was confirmed. Service replaced the clock battery and the lcd as preventative maintenance. The root cause is unknown.